Event description:
It was reported by the patient with this implantable cardioverter defibrillator (ICD) that the device had stopped for five days in which the patient reported feeling dizziness, shortness of breath, and exhaustion. The patient stated that an electrocardiogram was performed and was told the device was faulty. The patient also reported that a few months later, was feeling dizziness and fell in the parking lot fracturing two vertebrae. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported by the patient with this implantable cardioverter defibrillator (ICD) that the device had stopped for five days in which the patient reported feeling dizziness, shortness of breath, and exhaustion. The patient stated that an electrocardiogram was performed and was told the device was faulty. The patient also reported that a few months later, was feeling dizziness and fell in the parking lot fracturing two vertebrae. This ICD remains in service. No adverse patient effects were reported. Additional information was received, this ICD was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned for analysis.